Event description:
It was reported that the patient experienced "pain" at the area of their "pocket". It was also reported that the right atrial (ra) lead exhibited diminished sensing and possible undersensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.